Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an atrial lead was found dislodged in a patient with a boston scientific pacemaker. The patient lead remained implanted and no corrective action was performed. No adverse patient effects were reported.